Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device was observed to display a system error 322. Service evaluation verified system error 322. The cause was identified to be the lower link switch therefor the lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During recertification of a spectrum pump, the device displayed a system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.